Event description:
During a therapeutic nephrostomy drainage procedure, an accustick was inserted into the right transplant kidney. Upon insertion of the pigtail drain, it was noticed the radiopaque marker remained in the pt's renal pelvis. Due to large hematoma and pt distress, no attempt was made to remove the marker. The marker remains in the pt but the pt is not suffering any ill effects.